Event description:
This report is of a breach in aseptic technique and peritonitis coincident with dianeal therapy. On an unreported date, the patient experienced a breach in aseptic technique, which caused peritonitis. The home patient (hp) was hospitalized for hypertension and acquired peritonitis two days later, while in the hospital. The hp was still hospitalized at the time of this report, however, they are recovering from all events. Their treatment was reported as vancomycin intraperitoneally (ip) (dose, frequency and lot number not reported). The peritonitis was from a breach in aseptic technique, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). This condition was confirmed, as it was reported that there was a breach in aseptic technique. The assignable root cause was determined to be a use error. If additional relevant information becomes available, a follow up report will be submitted. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.